Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto mapping system. (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that with 90 patients with persistent af and long-standing persistent atrial fibrillation underwent hybrid ablation from 07/2009 to 12/2014. Among them, two patients suffered cardiac tamponades. Title: ¿staged hybrid ablation for persistent and longstanding persistent atrial fibrillation effectively restores sinus rhythm in long-term observation¿. The purpose of this study was to evaluate the procedural safety and feasibility as well as effectiveness of hybrid ablation in patients with persistent af and longstanding persistent af one year after the procedure. Suspect device is an 8f irrigated-tip navistar catheter, however catalog and lot number are unknown. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.